Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21225. It was reported, the patient experienced pain at the ipg and lead sites. Subsequently, the patient was taken to surgery to clean the ipg pocket site and he was hospitalized for a few days. Cultures confirmed staph infection at the ipg site. It was reported, the patient's scs system was explanted. The patient's infection has since resolved.